Event description:
Patient reported right "chest pain" and rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right "chest pain" and rupture. The device remains implanted.

Event description:
Patient reported right side "chest pain" and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "chest pain" and rupture. The device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received.

Event description:
Patient reported right side "chest pain" and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as surgical impact opening (shell thickness within specification) a missing piece of shell assessed as inconclusive. Pain: unable to observe as it is not related to the manufacturing process as per the investigation procedure non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side chest pain and rupture diagnosed by MRI. The device has been explanted.